Event description:
While wearing the external equipment, the patient reportedly had no sound perception. The patient was seen at the center for evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.